Event description:
It was reported that a femoral rupture occurred. An isleeve introducer sheath and an acurate tf transfemoral delivery system were advanced for an aortic implant procedure. During release of the valve, as soon as the valve was fully opened it embolized and moved just above the annulus. Another acurate neo valve was advanced and implanted in the aortic valve successfully. After removal of the isleeve, a femoral rupture occurred. The rupture was repaired successfully with closure devices. The patient was stable after the intervention and no further patient complications were reported.